Manufacturer narrative:
(B)(4). The actual sample was returned for evaluation. Visual examination revealed severe instrument marks, particularly at the breakage point. Needle breakage occured due to incorrect user handling. In order to avoid this type of damage, and subsequent breakage, device information for use recommends that the needle only be grasped in an area one-third to one-half of the distance from the swaged end to the point. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a vaginal procedure on an unknown date and suture was used. The needle broke during the 1st passage through the tissue. It was reported that the needle was being held by a needle-holder at the 2/3rds of its curvature. Ultrasound scan control, radiography and a magnet was used to search for the needle. The piece of needle was seen but was not able to be retrieved despite intensive searches. The needle piece was left in the patient. Another suture was used to complete the procedure. No additional information was provided.